Manufacturer narrative:
Device not returned for testing.

Event description:
During final active thaw, physical inspection of the probes revealed that gross ice surrounded the probe as it entered the skin, with ice-cube of approximately 2 cm diameter extending through the skin into subcutaneous fat. The skin was frozen solid. A warm pack was immediately applied and the skin showed preservation of capillary refill within 10 minutes. The following day, a blister of approximately 2.5 cm developed at the site. Plastic surgery recommended conservative management with appropriate dressing changes. She is receiving wound care closer to home.